Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power not registering on the mpu was confirmed. The device was evaluated by technical services and the reported event was confirmed and isolated to the power supply printed circuit board (pcb). Analysis of the pcb identified a damaged electrical component, the component responsible for controlling the output voltage of the mpu. The power supply pcb was replaced, 3 new aa batteries were installed, a full functional checkout was performed and the mpu passed all tests. The mpu was returned with the customer power cord to the customer site. How the component on the mpu's power supply pcb was damaged was unable to be conclusively determined during this investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) was not working, and there were no alarms. A healthcare professional later tried the unit in multiple outlets with no change, as power was not registering on the equipment. On (B)(6) 2019 abbott decided to recall the mobile power unit related to mpu pcba damage caused by an esd event and this esd event also resulted in a hm3 motor reset. Unexpectedly the pump was able to restart and run on the backup battery. The mechanism of how the pump was able to restart is being investigated by CAPA per internal procedures.